Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the outer rear wheel rim is split in half for about 12 " of the wheel.

Manufacturer narrative:
MDR filed in error. Follow up MDR is being submitted to correct product manufacturer. This product was manufactured in (B)(4). There is no allegation of a serious injury or death; therefore, no MDR was required to be filed by invacare.

Event description:
The provider states the outer rear wheel rim is split in half for about 12 " of the wheel.